Manufacturer narrative:
Section a2: age (years): 71.5 ± 8.0 (49¿88). Section a3: gender (m/f): 56 (45.2%)/68 (54.8%). Section a5: race (caucasian/non-caucasian): 120 (96.8%)/4 (3.2%). Section b3: date of event: exact dates not provided; article acceptance date is march 30, 2023. Section d6b. If explanted, give date: not applicable, as there is no indication that the device was explanted. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6: health effect - impact code: 4625 unplanned vitrectomy, 4625 secondary surgical intervention, 4625 yag (yttrium aluminum garnet). Section h6: health effect - clinical code: 4581 - this code was used for the reported posterior capsular opacification (pco). Citation: chang dh, thompson vm, christie wc, chu yr, vida rs. Clinical evaluation of a modified light transmission short-wavelength filtering intraocular lens compared to a colorless control. Ophthalmol ther. 18 april 2023:pp. 1775-1785. Doi: 10.1007/s40123-023-00709-w. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: clinical evaluation of a modified light transmission short-wavelength filtering intraocular lens compared to a colorless control. A prospective, bilateral, randomized, comparative, patient/evaluator masked multi-center clinical trial was done to evaluate the safety and efficacy of a violet-light filtering intraocular lens (iol) compared to a colorless iol control. A total of 250 subjects were bilaterally implanted with the violet-light filtering tecnis monofocal zv9003 (n=126 patients, 252 eyes) and colorless tecnis monofocal za9003 (n=124 patients, 248 eyes). All eyes underwent phacoemulsification cataract extraction surgery and intraocular lens implantation. All lenses were implanted in the capsular bag except for zv9003 eyes (n=5 eyes) and za9003 eyes (n=2 eyes) that were implanted in the sulcus. Patients in the zv9003 group (n=5 eyes, all second eyes) underwent additional surgical procedures: vitrectomy during iol implantation (n=3 patients); a surgical capsulotomy (n=1 patient). Za9003 patients (n=2) underwent secondary surgical procedures: vitrectomy (n=1), and pupilloplasty (n=1). Events included: posterior capsule opacification (pco) at 12 months in the zv9003 group (27%) and za9003 group (33%). One patient in each group underwent a nd:yag capsulotomy prior to the 6-month visit. In the zv9003 group (0.9%, 1/108) reported a little difficulty with daytime driving, while in the za9003 group (8.3%, 9/108) reported a little difficulty. For night driving, in the zv9003 group (29.6%, 32/108) and za9003 group (40.7%, 44/108) reported a little difficulty. There were no further interventions reported. A copy of the article is provided with this report. This report pertains to the reported event with the intraocular lens, model za9003. A separate report is being submitted for the other lens, model zv9003.